Event description:
Needle breakage 4th pass on an abnormal course and thick tendon recovery the needle after spending the remaining wire. The following information was received from our affiliate on (B)(4) 2014; the tip of the needle broke off in the patient. The physician removed the piece of needle from the patient after finishing the suture. No information was available for how many minutes the procedure was extended. There were no adverse patient consequences.

Manufacturer narrative:
The complaint device has been received and evaluated. Visual observation confirms that the tip of the needle is broken, confirming this complaint. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. It was reported that the needle was used in the thick tendon recovery. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No further procedure information was provided to determine if the above reason contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed two similar other complaints for this lot of devices that were released to distribution. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Needle breakage 4th pass on an abnormal course and thick tendon recovery the needle after spending the remaining wire. The following information was received from our affiliate on july 11, 2014; the tip of the needle broke off in the patient. The physician removed the piece of needle from the patient after finishing the suture. No information was available for how many minutes the procedure was extended. There were no adverse patient consequences.

Manufacturer narrative:
The complaint device was not returned and therefore not available for a physical evaluation. From past investigations of this failure mode, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. As per IFU, the expressew needles can be used for a maximum of 15 passes. Other than this possibility, a root cause cannot be determined. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the depuy mitek complaints system revealed one other similar complaint for this lot of (B)(4) devices that were released to distribution. The complaint rate for expressew iii needle tip break for last 12 months is (B)(4) which is within the expected occurrence rate of (B)(4). At this point, the risk is considered acceptable. Based on the overall complaint rate and the history of the product, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.